Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user paired a new dexcom g7 sensor to the dexcom app, after which the ilet displayed ¿connect cgm or enter bg¿ and did not receive glucose readings despite confirmation of the sensor code and an ilet restart. Symptoms included no physiological effects, with the user-reported glucose at 126 mg/dl on the dexcom app. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user-guided troubleshooting and device restart. Investigation of this case revealed a failure of cgm data transmission to the ilet consistent with a communication or pairing failure between the ilet and the dexcom g7 sensor, with no indication of pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or connectivity-related factors that prevented successful pairing.